Event description:
The physician reported during a stent assisted coil embolization of an aneurysm, he placed a stent across the opthalmic artery. The stent reportedly moved during access with a microcatheter into the proximal portion of the aneurysm. The physician reportedly continued to coil. The detachable coil reportedly became stretched on the stent, and the stent fractured. The physician removed the stretched coil, microcatheter and fractured stent portion without any additional issues. The patient was reportedly at baseline following the procedure.

Manufacturer narrative:
The device in question was returned to boston scientific for technical analysis, however, the investigation has not yet begun. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. A supplemental report will follow upon completion of the investigation. Add'l 510k#: h020002 /s5.